Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was loose and the cable needed to be held in position to charge the pump as a result. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.